Manufacturer narrative:
The 09-jan-2025 calibration was within specifications. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 80515001 with an expiration date of 31-mar-2026. The field service engineer (fse) inspected the module and determined a damaged rinse nozzle had caused the event. He adjusted the rinse mechanism and sipper probe and replaced the rinse nozzle. He verified the module's performance by calibrations and precision checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant hba1c gen. 3 results from one patient sample tested on the cobas 6000 c 501 (ul) v. On (B)(6) 2025, the initial result was 6.8%. On (B)(6) 2025, the repeat result was 5.6%. The doctor questioned the initial result as it did not match the patient's diagnosis prompting the patient sample rerun. The repeat result was deemed correct.